Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedances out of range and high thresholds on the right ventricular (rv) lead. The plan is to continue monitoring. This ICD remains in service. No adverse patient effects were reported.